Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zeego system. During an interventional procedure, the user reported that the system was driving with slow speed. As a result, full restart of the system caused a delay of 20 minutes. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The investigation was performed considering complaint description, cs reports, system history, and system log files. During an interventional procedure, the system could only be moved slowly. The error message "reduced stand/table speed" was displayed to the user. The procedure could and was continued and finished on the imperfect system. To fix the problem, the user rebooted the system, unfortunately without success. According to the information provided, the reboot was performed during a procedure. This conclusion cannot be made based on the log files. According to the logs, the reboot was performed 2 hours after an x-ray session and 2 hours before the next x-ray session. The next day, technicians of the hospital, with telephone support from cs, investigated the system and log files and determined an issue with the potentiometer for the flat detector (fd) lift and that some oil was on the tooth belt of the fd lift. The detailed analysis of the log file confirms an issue with the potentiometer. The system has automatically detected an issue by means of comparing the first source of information (in this case: encoder) with the second source of information (in this case: potentiometer). When the defined tolerance for the deviation was exceeded, the system switched to "reduced stand/table speed" and displayed the corresponding error message to the user. As a result of the mismatch, only slow system movement was possible to avoid system collisions, but still able to move the system so that a procedure can be aborted in a controlled manner or, as in this case, finished. According to experts, the problem with the potentiometer may be due to a defect in the potentiometer itself, or that the belt "slipped" from its correct position due to the oil on the tooth belt, causing the mismatch. After replacing the potentiometer module with the tooth belt, the system works as intended. The occurrence rate of the error pattern was checked. A possible error accumulation or even a systematic error, which leads to a corrective action of the installed base, could not be determined by the investigation. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.